Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer experienced intermittent power issues. It was also reported that smoke generated from the back of the programmer. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the programmer experienced intermittent power issues; the programmer powered down and would not power on. The customer comment regarding smoke, however, was unable to be confirmed. It was also found that the electrocardiogram (ECG) connector on the link electronic module (lem) board was loose, and the tab on the power cord bay door was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.